Manufacturer narrative:
We received the information, that the right most lateral screw head broke off during implantation of a symphysis plate. Due to lack of information, we have inspected the quality inspection form of the article with the appropriate lot number and no deviation was detected.

Event description:
At implanting a symphysis plate, the right most lateral screw head broke off on final tightening.